Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the cardiac resynchronization therapy defibrillator (crt-d), during device interrogation following a atrio-ventricular node ablation, it was noted that with manual impedance testing only, over sensing was noted and artifacts noted on both rvtip-rv ring electrogram (egm) and lvtip-lvring egm. It was also reported there were stable r waves, rv thresholds, lv thresholds and stable rv and lv lead impedances. No other over sensing issues noted with device manipulation or patient upper extremity movement. This only noted with manual impedance measurements. The following day, the scenario remained the same, with manual impedance measurements over sensing noted, and again stable r waves, rv and lv impedances, and thresholds; sensing integrity counter (sic) zero; no non sustained ventricular tachycardia (vt) episodes. The crt-d remains in use. No patient complications have been reported as a result of this event.